Event description:
During an in-clinic follow-up, ventricular fibrillation (vf) episodes were reviewed. In most of the vf episodes, high voltage (hv) therapy was delivered appropriately to treat the vf. However, one of the vf episodes had undersensing due to low amplitude signals due to patient¿s condition, which resulted a delay of hv therapy, eventually the hv therapy was delivered and the patient returned to sinus rhythm. Abbott technical support was contacted and recommended reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.